Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2008. Patient has experienced constant pain, difficulty ambulating, and elevated levels of chromium and cobalt. Patient may require a revision surgery in the future. **update: (B)(4) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 4/17/2015 - ppd with medical records received. Upon revision, the stem was found to be loose. The stem and sleeve are being added to the complaint. This complaint was updated on 04/27/15.